Manufacturer narrative:
(B) (4).

Event description:
One week after implant, the leads were removed due to an allergic reaction. The patient developed an infection and edema from the burr hole down to the brain. As of (B) (6) 2010, the patient was in the intensive care unit. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report # 3007566237201003886.